Manufacturer narrative:
The complaint was escalated for further technical evaluation. A philips engineering expert reviewed the log data from both the mx450 (de671n6202) and x3 (de7840arvv) devices. No evidence of product malfunction or system error was identified. The cause of death was requested but remains unknown. In response to inquiries regarding the clinical unit setup and workflow, it was stated that all nurses have the ability to acknowledge or silence alarms through ovv and surveillance systems. It was also reported that staff acknowledged certain incoming alarms without documented clinical intervention. However, the information provided did not include sufficient detail about the specific event to determine a definitive cause. A review of system logs showed that the patient¿s monitor generated multiple yellow spo2 alarms several hours prior to the reported event. These alarms resolved intermittently as the patient¿s oxygen saturation recovered, indicating the patient remained near the threshold for normal spo2 over an extended period. At approximately 06:20, the patient¿s spo2 decreased further, triggering a red desaturation alarm, which was acknowledged at the central station. Shortly thereafter, ECG alarms, including ventricular tachycardia (vtach), were generated and similarly acknowledged. At approximately 06:25, an asystole alarm was generated and acknowledged at the central station. Based on the available data, there is no evidence to suggest a delay in alarm generation or notification. The monitoring system functioned as intended, and no device malfunction was identified during log analysis. A comprehensive investigation confirmed that the monitoring system was operating in accordance with design specifications. The reported issue could not be reproduced, and no device-related deficiencies were identified. As the root cause of the patient¿s death remains unknown, a causal relationship between the device and the reported event cannot be established.

Event description:
It was reported the monitor did not generate an alarm and the patient passed away. It was indicated there was a critical alarm at 6:20 and the patient developed tachycardia at 6:23. It could not be determined when the rhythm deteriorated to the point where alarm limits would have been triggered. Simulated testing could not replicate the reported issue. Good faith efforts are being performed.

Manufacturer narrative:
A philips remote service engineer (rse) reviewed the audit logs. At the reported time at 06:20 a.m., the saturation became so low that a red desat alarm was generated, which was also acknowledged at the control center. A philips field service engineer (fse) went to the customer's site. Inspection of the monitoring system at the bedside and central monitoring was performed and the reported issue could not be reproduced. The system complies with the manufacturer's specifications in the tests carried out and is ready for clinical use. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.